Event description:
A report was received alleging that during use of the device on a patient, the child patient pulled off the pilot balloon. Replacement of the tube was required. No adverse effects to patient reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.